Event description:
Per the information provided to co by the physician's office, the device was removed due to a "tubing break between cylinders and pump." As reported to co only the pump was removed and replaced.